Event description:
The caller reports that the customer felt shaky. She was not sure if the customer was hypoglycemic or hyperglycemic. The customer attempted to test on the accu-chek advantage system and received an "eee". The customer was tested on the professional meter with a blood glucose result of 223mg/dl. The caller states that she was going to treat the customer with insulin. The caller did not confirm if the customer received the insulin. New system sent and return requested.